Event description:
During a coronary bypass graft the spider fx was prepared as the IFU says. The spiderfx was positioned 4.5 cm distal to the lesion. After successful pta was performed, the recovery catheter was advanced, (blue side) but it was not possible to retrieve the filter, even after repeated attempts. A 6f guide catheter was then advanced to attempt to recapture filter. At this time, the pt had hypotension and bradycardia, which required the physician to install a temporary pacemaker and cardiac massage. The pt regained pace and heart rate. The guide catheter was advanced and pulled back slightly on the filter which became caught in the stent. The physician attempted to remove everything as a unit (catheter and filter), which caused damage to the stent. The guide catheter was withdrawn leaving the filter (damaged). Angiography showed no reflow phenomenon. At that time, the physician moved a .014 guide wire and then inflated the balloon angioplasty without distal flow gain. Again, guiding catheter is advanced and the physician was able to recapture filter. The pt presented with electrocardiographic alteration, st-segment elevation (inferior wall), and severe chest pain. They were stabilized and transferred to ccu.